Event description:
It was reported that there was loss of ventricular capture during a stress test. Reprogramming was done and the lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.